Event description:
The customer reported that her blood glucose read "high" (>500 mg/dl) on the second day of pod wear. The cannula was out of the skin.

Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.